Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, peri-implantitis, mobility, bridge mobility ((B)(6) are same patient).